Event description:
It was reported that the family of the patient found that the tracheostomy tube pilot balloon had detached. No additional information was available. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned device found that the inflation line was detached from the pilot balloon. The reported problem was confirmed from visual inspection. A non conformance report (ncr) was initiated to further investigate this supplied item. At this time, the root cause of the failure was unable to be determined. A device history record (DHR) review was performed and showed that there were no observations recorded during manufacture to suggest an issue of this nature occurred with this product lot.